Event description:
A malfunction alarm was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer decided to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.